Event description:
Pt undergoing hypothermia treatment. Water noted on floor near blanketrol unit on several occasions on and off. This morning, drops of water noted to be coming from directly behind coupling portion on hose at unit end. Couplings changed to another port on the blanketrol unit, but continued to leak. Hose was replaced. No leaking has been noted with new hose. (B)(4).

Manufacturer narrative:
A review of the complaint/ufr data indicates that the csz hose was leaking at the bottom of the spring; however, prior to leak, the hose worked as intended and there was no problem with "the its functionality". Initial evaluation of the hose confirmed the leak at the bottom of the spring at the hansen socket end. Hose is a ware item and must be checked frequently for leaks and replaced if necessary. Csz is further investigating the hose failure for the root cause and possible follow up actions. Csz believes hose leak is an easily recognizable issue that could have been identified prior to use of device. While csz further investigates the root cause of the hose leak, the user has been informed of following the "warning" provided in the operations and technical manual for taking the precautions in case a water leak is found into or around the device. In addition, the user has also been informed to follow required quarterly preventive maintenance procedure of the device that includes checking all hoses, couplings, sockets, and connections for any water leaks. As soon as the investigation is completed, supplemental MDR will be submitted to FDA.